Manufacturer narrative:
The technician investigated and the account stated that while moving a pt from the commode to the bed the brakes were locked and while positioning the pt the bed began to move and the nurse injured her shoulder. The technician found that the brake pedal was bent and hitting the bed frame not allowing the brakes to set completely. There was a pt on the bed and the pt could not be moved. The technician bent the brake pedal back into place so that the brakes will set and hold. The brake steer pedal weldment, brake steer pedal pad, brake pedal button and steer button were replaced to resolve the issue.

Event description:
The nursing staff alleged they were placing a pt back in bed and the bed moved. The brake had been set and did not hold. One of the nurses alleged they had pain in their shoulder.